Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports that 5 months after the dental implant was placed in ada site 20, the implant had not yet achieved osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc after the evaluation was noticed that the item received was not manufactured by neodent. The field d3 is filled but it does not correspond to the item received. It is filled because the software system used to execute the report by the company does not accept a blank field.

Event description:
The clinician reports that 5 months after the dental implant was placed in ada site 20, the implant had not yet achieved osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).